Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient code: (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 16mmol/l, with polydipsia, nausea, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump was rebooting multiple times with different batteries. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: during investigation, the black box shows no evidence of power or delivery interruptions on (B)(6)/2019 as stated in the complaint. The black box verified a power loss and rebooting condition on (B)(6)2019 from 11:06am , power was resumed on (B)(6)2019 at 12:05pm. The pump passed 12-hour basal duration test with no power loss or rebooting duplicated. Delivery accuracy test pass. The pump cover was removed evidence of moisture corrosion was found on the printed circuit board internal components and inside the battery compartment. Unrelated, the battery compartment cracked at left side of grip , test cap is able to secure to maintain power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.